Event description:
It was reported that during a da vinci-assisted procedure, bleeding occurred after firing a sureform 30 stapler instrument equipped with a white reload accessory, and the procedure approach was converted to open. The surgeon believes that the bleeding resulted from an unnoticed thin blood vessel that inadvertently overlapped with another vessel when the stapler was fired on the right upper lobe. The estimated blood loss was approximately 700-800 ml, and the patient received a transfusion of 4 units. Although it is believed that the overlapping vessels may have compromised the staple formation, potentially leading to the bleeding, the staples formed a proper b-shape, with no exposed blade and no error message was observed. However, it remains uncertain whether any holes or gaps were present within the staple line. To address the bleeding, the procedure was converted to an open approach, and clips were applied. The surgeon also noted that additional tissue was removed, but the procedure was successfully completed without further complications, and the patient did not experience any post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. An advance stapler log review shows the sureform 30 stapler instrument, (lot number: u10250123-0028), was installed intermittently on the system 2 times and successfully fired 2 reloads (1 white, followed by 1 gray). There were no stapler related errors in the logs.